Event description:
Ir was reported that while initiating an infusion, the device alarmed "blockage detected". Patient injury is currently unknown.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was unable to be performed at this time due to lack of device identification information.